Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period nov-19 through oct-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an iab catheter restriction alarm every five minutes. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There were no visible kinks or blood in the tubing. The customer was advised to decrease the augmentation control and press the "fill" key whenever the alarm occurs. At that point, the console was pumping alarm-free. It was later reported that the console began generating an unable to calibrate fiber optic sensor message. Recalibrating manually did not relieve the message. The patient's blood pressure on the bedside monitor was within normal limits. The customer attempted flushing, then transducing the central lumen but the blood pressure was in the 40s with a poor arterial line waveform. They were then advised to utilize a radial line for pressure. This was successful and a more crisp waveform appeared on the console. There was no patient harm or adverse event reported.